Manufacturer narrative:
The insulin pump passed the displacement test and self test. The insulin pump failed the sleep current test and active current test due to high current draw. High current draw isolated to battery tube or harness assembly vibrator and caused by corroded battery tube and battery tube spring. Charge or battery lasts less than expected confirmed.

Event description:
The customer reported via phone call that the insulin pump had low battery alert. The customer¿s blood glucose was 151 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.